Manufacturer narrative:
Upon further evaluation, it has been determined that the reported failure mode does not meet the criteria to be classified as a complaint. Reference to complaint #: (B)(4).

Manufacturer narrative:
There no previous complaints on the device related to this issue. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 09/05/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. The flowrate failed due to a 5% deviation, which does not meet the standard rate of +/- 4.5%. No patient was involved.